Event description:
A dialysis facility reported that a patient gained weight after a dialysis treatment. There was no machine problem or alarm reported. The problem was only identified when the patient weighed post treatment. Their weight indicated a weight gain of 1.8 kg. The machine was programmed to remove 1.9 kg. And it indicated that 1.8 was removed at the end of treatment. There was no serious injury.